Manufacturer narrative:
The technician checked for obstructions and lubricated the latch assembly to repair the bed.

Event description:
Information received indicates the right foot siderail is not latching.